Event description:
It was reported that the customer's blood glucose level was around 500 mg/dl. Her heart was racing and skipping a beat. Her insulin pump would work at first and then suddenly stop working. The drive support cap was protruded. She was not receiving insulin and she did not receive a no delivery alarm. The product will return. Nothing further to report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received minor scratched display window and broken reservoir tube lip. The drive support was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.